Manufacturer narrative:
The device was returned and evaluated. Examination revealed that the balloon failed to maintain inflation due to leakage into the distal lumen from a pin hole on the catheter body under the balloon latex. No visible damage was observed to the balloon latex. All through lumens were patent.

Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation. No pt complications were reported.